Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device has not been returned to mitek for evaluation. No further information has been provided regarding the event or the device. This tip break failure on cp90 electrodes was investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. However, without physically examining the device, this root cause cannot be confirmed on this device. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints for this lot of devices that were released to distribution. The observed complaint rate is well below the expected rate per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported during a rotator cuff procedure, the face plate on the customer's vapr cool pulse 90 electrode with hand controls fell in the patient's joint space. The surgeon was able to retrieve the fragment. No x-rays were done. The sales rep reported that the device was used for 25 minutes intermittently when the faceplate fell off the device. The surgeon completed the procedure with a competitor's device with no patient consequences. There was a ten minute delay in the procedure. The sales rep reported that the customer uses the neptune unit for suction.

Event description:
The sales rep reported during a rotator cuff procedure, the face plate on the customer's vapr cool pulse 90 electrode with hand controls fell in the patient's joint space. The surgeon was able to retrieve the fragment. No x-rays were done. The sales rep reported that the device was used for 25 minutes intermittently when the faceplate fell off the device. The surgeon completed the procedure with a competitor's device with no patient consequences. There was a ten minute delay in the procedure. The sales rep reported that the customer uses the neptune unit for suction.